Event description:
A 26 mm diambeter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of chronic obstructive pulmonary disease and coronary artery disease. Iliac tortuosity was reported to be moderate, but no tortuosity was reported in the aorta. The left external iliac artery was dissected during the procedure by an amplatz guidewire. A stent was used to cover the dissection. It was reported that the stent graft was pulled down during the procedure, but no runner removal problems were reported. A 28 mm diameter x 3.75 cm length aortic extender cuff was implanted, and no endoleak was noted on final angiogram. The pt is reported to be fine and was discharged the next day. No add'l info is available.